Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter address 1: (B)(6) reported here as the address exceeded character limit for the designated field. Block g2: literature source: koichi soga "single-pigtail plastic stent made from endoscopic nasobiliary drainage tubes in endoscopic ultrasound-guided gallbladder drainage: a retrospective case series" department of gastroenterology, omihachiman community medical center, shiga, japan, https://doi.org/10.5946/ce.2022.213. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf impact code f2303 captures the reportable event of antibiotic administration.

Event description:
Boston scientific became aware of events involving flexima nasobiliary stents through the article "single-pigtail plastic stent made from endoscopic nasobiliary drainage tubes in endoscopic ultrasound-guided gallbladder drainage: a retrospective case series" by koichi soga. Per the article, during july 2019 to july 2021, four patients with acute cholecystitis underwent endoscopic ultrasound-guided gallbladder drainage using flexima nasobiliary stents. The stents were altered by the physician as they were cut, and side holes were drilled using a tube punch. Months later, the implanted stents spontaneously migrated in two patients, with one patient developing acute cholecystitis. The patient's condition improved following the administration of antibiotics without any interventional procedure. The other three patients did not develop any complications after surgery. Please see the reference article for full details.

Event description:
Boston scientific became aware of events involving flexima nasobiliary stents through the article "single-pigtail plastic stent made from endoscopic nasobiliary drainage tubes in endoscopic ultrasound-guided gallbladder drainage: a retrospective case series" by koichi soga. Per the article, during july 2019 to july 2021, four patients with acute cholecystitis underwent endoscopic ultrasound-guided gallbladder drainage using flexima nasobiliary stents. The stents were altered by the physician as they were cut, and side holes were drilled using a tube punch. Months later, the implanted stents spontaneously migrated in two patients, with one patient developing acute cholecystitis and/or cholangitis. The patient's condition improved following the administration of antibiotics without any interventional procedure. The other three patients did not develop any complications after surgery. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter address 1: 1379 tsuchida-cho omihachiman- shi; reported here as the address exceeded character limit for the designated field. Block g2: literature source: koichi soga "single-pigtail plastic stent made from endoscopic nasobiliary drainage tubes in endoscopic ultrasound-guided gallbladder drainage: a retrospective case series" department of gastroenterology, omihachiman community medical center, shiga, japan, https://doi.org/10.5946/ce.2022.213. Block h6 "patient codes" have been corrected. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e1109 captures the reportable event of acute cholangitis. Imdrf impact code f2303 captures the reportable event of antibiotic administration.